Event description:
It was reported that during a stereotactic breast biopsy procedure, a clicking noise was heard. It was indicated that it sounded like the hand piece and probe were not seated correctly, but the technician confirmed that the driver and probe were engaged properly and doublechecked that everything was working properly. The procedure continued and was completed with samples collected. Furthermore, following the breast biopsy procedure, a breast biopsy marker was to be placed, when it was observed that the probe was at 9 o'clock position while the console displayed the probe was at 12 o'clock position. The marker was deployed and it was discovered post procedure that the marker had migrated. The marker was left in placed and the procedure was completed. There was no patient injury reported.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The complaint investigation is inconclusive as the sample was not returned for evaluation. It is unknown if patient and/or procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. The current senomark breast biopsy marker instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. A-d: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.